Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer's blood glucose was 229 mg/dl. The customer stated they were unable to troubleshoot at the time of the call because the insulin pump had a keypad anomaly. Customer also reported the alarm occurred during a manual prime. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-70246.